Manufacturer narrative:
(B)(4). Date sent: 4/6/2023. D4 batch #: k92c7f. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non-functional. However, it worked properly with footswitch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reach on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that during a total thyroidectomy procedure that the instrument kept reading ¿test instrument¿ and even after testing, it still read ¿test instrument.¿ it did at one point started going through the test cycle but then read again ¿test instrument.¿ they did troubleshoot in the sense where they turned of and unplugged the cord. They unassembled the instrument assembly then reassemble the instrument then retightened the instrument. All of this did not change the error code on the instrument which was ¿test instrument.¿ they used a differed harmonic blue cord, but used the same harmonic focus disposable. There were no adverse consequences for the patient.